Event description:
Review of the manufacturer's device database indicated the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the patient programmer and charger. The patient last charged the ipg approximately four months ago. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified stimulation was restored following the procedure.